Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon was allegedly twisted. It was further reported that the distal end of the balloon allegedly would not deflate. Reportedly, the balloon was allegedly inflated and deflated several times. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One fluoroscopic image was provided and reviewed. The image shows a balloon in the superficial femoral artery. The balloon has a narrow part with no contrast at the midpoint with contrast proximal and distal. It demonstrates a twisted segment in the mid balloon. Therefore, the investigation is confirmed for the reported balloon twisting during inflation as twisting was noted on the balloon from the image review. However, the investigation is inconclusive for the reported deflation as no objective evidence was provided for review. A definitive root cause for the reported material twist during inflation and deflation problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon was allegedly twisted. It was further reported that the distal end of the balloon allegedly would not deflate. Reportedly, the balloon was allegedly inflated and deflated several times. The procedure was completed using another device. There was no reported patient injury.